Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system or insulin squirted out during manual prime. The customer did not recall there blood glucose level at the of the incident. Troubleshooting was performed. The customer was disconnected during prime. The device was not dropped or bumped, nor did it have water contact. The customer reported the drive support did seem to be damaged and they had pressed it while they were connected. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned for analysis. The device is not returning for analysis.